Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer for evaluation. The optics were damaged significantly, likely from the extraction of the lens during the cases. The lens had a truncated haptic in the aft section of the cartridge. It is not clear if this is the leading or trailing haptic, but it is clear from the location of the deposited haptics that the damage to the iol occurred during the transfer of the iol into the cartridge rather than at delivery from the cartridge. The haptics appear to have failed in tension in both cases as the haptics broke at the thinnest section. The coating appears normal and ovd is present as well. There is no indication that the assemblies were not properly done. Additional investigation is pending. All significant new information available to the manufacturer has been submitted.

Event description:
It was reported that twice during the same surgery, the haptic was missing from two separate intraocular lenses (iol). The incision had to be enlarged 1 mm to remove the lens from the patient's eye. Due to this event, the surgery time was extended from 10 minutes to 30 minutes. No consequences to the patient were reported other than the incision enlargement. This report for device 1.

Manufacturer narrative:
Expiration date: 01/30/2014. (B)(4). : device manufacture date: 01/30/2013. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The preloaded insertion system sample was returned to the manufacturer. Only the preloaded delivery system was returned, not the intraocular lens (iol). The preloaded delivery system was returned disassembled. The upper and lower body of the assembly was open and the cartridge was disconnected from the preloaded delivery system. The sample does not meet manufacturing requirement as it was not properly closed. This outcome is not unexpected as the device had undergone additional analysis as indicated in follow up #1. A functional evaluation could not be performed as the intraocular lens was not returned with the insertion system and this is a single-use device. Based on the investigation no manufacturing related condition that could have caused this type of complaint was verified in the sample returned. Damaged component is related to the customer's sample manipulation. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). Batch record review: all process operations presented in the manufacturing record were in compliance. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer's complaint was reported. ¿ all units manufactured were 100% visually inspected following the inspection procedure. ¿ no haptic issue during functional test operation was reported. Based on the manufacturing records review and related documents the production order was manufactured according to specifications. All pertinent information available to the manufacturer has been submitted.